Manufacturer narrative:
(B)(4). A64 alarm during self test due to faulty y1 on radio frequency board. Pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump alarmed rf pic failed self-test. The customer's blood glucose was unknown at the time of incident. During troubleshooting the customer performed the self-test, the test failed and alarmed rf pic. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.